Event description:
Boston scientific received information that this programmer would not boot up. The programmer was returned to boston scientific for detailed analysis and is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation against this programmer was confirmed as it would not boot up. An internal component of the programmer was found to be blown. The programmer cable was also found to be not working. These components of the programmer were exchanged and no further issues were noted.